Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex esophageal partially covered stent was to be used to treat a 2 cm malignant stricture in the gastroesophageal junction during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was intentionally deployed but on an incorrect location which was too proximal to the stricture. The fully deployed stent was removed with the use of grasping forceps and the procedure was completed with another wallflex esophageal stent successfully deployed across the stricture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.